Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump settings were incorrect. Blood glucose was 450 mg/dl. Customer required assistance from parent and insulin delivery via pump was delivered to address bg. Tandem technical support assisted the customer with downloading pump data. Reportedly, customer discussed pump settings with a healthcare provider.